Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the emergency room, claimed to receive a shock. The patient was admitted for symptoms of heart failure. Upon interrogation of the device, high rv pacing lead impedance was observed and there was no evidence of a shock was delivered. All the other measurements were in range. No further information is available.